Manufacturer narrative:
The autopulse platform was returned to zoll on 03/15/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the platform performed compression on a cardiac arrest for approximately 45 minutes without issue at the scene. The user placed the device on pause to transfer the patient in the ambulance, and restarted the platform to resume compression; however, after performing approximately two compression the platform displayed a user advisory. Manual CPR was immediately performed for an unspecified amount of time until the patient reached the hospital. The patient was pronounced dead at the hospital. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4)) was deployed without issue and used on the patient for automatic compression. The platform performed compression for approximately 45 minutes without issue. The user placed the device on pause to transfer the patient in an ambulance. After this, the platform was restarted to resume compression; however, after performing approximately two compressions the platform displayed a user advisory (ua) 12 (lifeband not detected) error message. The user ensured that the lifeband is properly connected and restarted the platform to clear the issue. After an unspecified time, the ua 12 error message recurred. The reporter was unable to specify if the autopulse li-ion battery was replaced as part of troubleshooting. The length of time troubleshooting the platform was not specified. Following this, manual CPR was immediately performed for an unspecified amount of time until the patient reached the hospital. It was further reported that the patient was pronounced dead at the hospital. The reporter was unable to provide information regarding the cause of the patient's cardiac arrest.

Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was not reproduced during functional testing of the autopulse platform (sn (B)(4); however, was confirmed through archive data review. Review of the archive data revealed that the platform was used on (B)(6) 2018 and not on the reported event date of (B)(6) 2018. The ua 12 error messages were recorded after the platform was used in operation. The platform was powered off and powered back on with no installed lifeband, this issue caused a ua 12 error message. Additionally, during platform operation on (B)(6) 2018, multiple ua 17 (max motor on time exceeded) error messages were recorded. It was indicated that these ua 17 error messages were caused by driveshaft meeting resistance due to the stiffness of the patient's chest. This issue is what the user likely experienced during the event. The platform was functionally tested using a good known autopulse li-ion battery with a large resuscitation test fixture. The platform operated with continuous compression with no ua 12 error message or any other issue observed. A lifeband clip detect switch inspection was performed and verified that the lifeband switch is within specification. As part of routine service during testing, the platform was examined and revealed physical damages and the driveshaft exhibiting binding and resistance. These observations are unrelated to the reported event. The autopulse platform is a reusable device was manufactured on 11 feb 2011 and has exceeded its expected serviceable life of 5 years, the device is over 7 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. After replacement of the physically damaged parts, the clutch plate was deburred and the device was further tested and operated as expected without issue. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 12 error message recorded in the archive data is easily clearable by the user. The ua 12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The user advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. The lifeband was not returned for evaluation. A root cause could not be conclusively determined through this evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).